Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
Customer reported, the insulin pump kept alarming no delivery. Customer does not recall blood glucose level. Customer stated, the alarms were resolved with multiple set changes. Customer stated one day her blood glucose was stuck in the 500 mg/dl range due to no deliveries. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.